Event description:
Related manufacturing reference number: 2017865-2021-30764. It was reported that the patient presented for remote follow up via merlin.net with right atrial (ra) and right ventricular (rv) leads that exhibited failure to capture and failure to sense due to lead dislodgement. The rv lead also exhibited low pacing impedance. Fluoroscopic x-ray was performed to confirm rv lead fracture and insulation damage. The rv lead was explanted and replaced. Programming changes were made to deactivate the ra lead. The patient was in stable condition.